Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy procedure, the device had incomplete staple line distally. No patient injury has been noted.